Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced blood glucose levels of over 500 (530 mg/dl). To address bg level, the infusion set was changed and a correction bolus was delivered. Reportedly, the customer will continue using the pump for continued insulin therapy.

Manufacturer narrative:
The investigation has been completed. Functional testing was performed and no failure was identified related to the reported issue; however, a different issue was identified.